Manufacturer narrative:
A component of the system, the locatable guide cable (lg cable) was removed from the system and replaced. The customer received a new locatable guide cable as a replacement. The removed locatable guide cable (lg cable) has not been returned from the customer. There was no harm or injury to the patient reported, but in an abundance of caution we are filing this MDR because of the additional risk associated with multiple exposures to general anesthesia. (B)(4): no return.

Manufacturer narrative:
A copy of the recording from this case was received for analysis as well as the maintenance logs. The analysis stated that a potential root cause was identified in the software and was fixed such that rapid multiple "start" events are ignored. This fix will be made available with the next software release. Hardware input devices (e.g. Keyboard, mouse, footswitch) were also evaluated in-house and the error was not reproducible. The site has performed at least 6 cases after this event without any further reported incident.

Event description:
It was reported that the site had a case where the system could not detect the locatable guide (lg) in the electromagnetic field. The site tried changing the locatable guide (lg) while in the registration phase of the procedure but this did not resolve the problem. Therefore, the case could not be completed using the superdimension system with the patient under general anesthesia. The case was completed using other means and there was no harm or injury to the patient reported.